Manufacturer narrative:
Concomitant medical products: urinary lead, implant date: (B)(6) 2011. Other relevant device(s) are: brand name: micra-delsys, model #: mc1avr1-delsys, expiration date: 14-mar-2022, serial#: (B)(4), UDI #: (B)(4), device evaluated by MFR: no. Dev rtn to MFR? No. Device manufacture date : 02-oct-2020. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. It was reported during the implant procedure of the leadless implantable pulse generator (ipg) the catheter kinked. The device was repositioned to a more septal position and implanted. It was reported that when the patient was in the cardiac care unit (ccu) post implant the patient "coded". Open heart surgery was performed and a hole in the lateral right ventricle free wall was noted. The patient experienced tamponade from perforation. The patient was returned to ccu but was reported to have later passed away.